Manufacturer narrative:
The device was evaluated by the quality engineering team. As received condition: received 1 sample(s), part number 311920115e. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Observations: the sample was analyzed. The bur tip was broken off at the location where the rotating wire exits the tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Based on the analysis findings the most likely root cause is related to use error. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been received for evaluation but analysis has not yet begun.

Event description:
It was reported "during tympanoplasty, the curved fine diamond bur was used to drill the bone, and when the force was applied to pull the bur closer to the near side, the diamond head got broken and the tip fell into the patient's tympanum. All the debris were removed and collected. The procedure was continued using another device, and completed with no delay or adverse effect." There was no injury reported.